Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ smartsite¿ low sorbing extension set had foreign matter and flow issues. The following information was provided by the initial reporter: "the filter tubing has multiple opacities at various areas of the tubing. These areas of opacity are causing the tubing to occlude which is stopping the medication."

Event description:
It was reported bd alaris¿ smartsite¿ low sorbing extension set had foreign matter and flow issues. The following information was provided by the initial reporter: "the filter tubing has multiple opacities at various areas of the tubing. These areas of opacity are causing the tubing to occlude which is stopping the medication."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. H6:investigation summary:a complaint of tubing being opaque was received from the customer causing occlusion. 14 samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. 8 of the received samples had opaque parts on the tubing closest to the filter. There were also two of these samples that had bent tubing. These samples were primed and fluid was able to pass through them. A device history record review for model 20350e lot number 21059520 was performed. The search showed that a total of 13,203 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. An ftir analysis was performed to check for possible foreign matter. It was confirmed to be pvc tubing. The root cause was determined to be delamination of tubing layers and kinking of inner tubing layer creating air gaps.